Manufacturer narrative:
Follow-up # 1 (11/26/2014) - device evaluation: the test strips involved with this complaint were returned on 10/23/2014 and evaluated by lifescan product analysis on 11/18/2014 with the following findings: the test strips have passed all testing with no faults found. The complaint was not confirmed. Additionally, a secondary issue was observed where strip vials were from a different lot to strip carton. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate erratic results of "59mg/dl and 227mg/dl." The tests were performed within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.